Event description:
It was reported the patient had possible lead migration and stimulation in the wrong location. The patient stated the stimulation was "hitting his whole upper body" and his symptoms were in his right arm. The patient also stated when he was in pain he turned the stimulation up and it "hit his whole chest" and made him lose his appetite and feel sick. It was later reported that reprogramming was also done on (B)(6) 2013 and there was no significant change in the parasthesia pattern. The patient stated they were still having concerns with their device or therapy but they were working with their doctor and had an appointment scheduled for (B)(6) 2013. It was stated the cause of the event was a possible lead migration but they would need an x-ray and follow-up with the physician to confirm. It was also stated all impedances were within normal limits. A follow-up x-ray and appointment with the physician were scheduled for (B)(6) 2013. It was reported the patient did not require hospitalization and there was no injury to the patient. If additional information becomes available, a supplemental report will be filed.

Event description:
The stimulation was able to be recaptured with programming. The results of the x-ray was unknown.

Manufacturer narrative:
Concomitant medical products: product ID 3986a70, lot# n314980, implanted: (B)(6) 2012. Product type: lead: product ID 3778-60, serial# (B)(4). Product type: lead: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 3708320, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension. (B)(4).